Event description:
It was reported that a needle mechanism failure occurred while patient was wearing the pod. Skin irritation and pain was also reported as a result of the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.